Manufacturer narrative:
Cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that there is physical damage to the insulin pump. The patient stated that there are cracks on the screen. The blood glucose level was not provided. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.